Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, the smoking and overheating conditions were discovered. Internal components were evaluated and extensive corrosion was discovered throughout the device. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The drill will require a total rebuild in order to properly repair.

Event description:
It was reported that during testing conducted at the MFR, the drill began smoking and the power cord heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.